Event description:
It was reported that the patient was in the process of doing a ¿count down¿, was currently at 39 and wanted to know if they were doing it correctly. The patient thought they last charged ¿about a month¿ prior to report. The patient noted that they had been seen by a manufacturing representative and they walked the patient through doing a physician mode recharge (pmr). It was noted that an overdischarge was suspected. It was further noted that the caller reported that their therapy was not working as expected. The caller indicated they would like to speak with a manufacturing representative for a device check or programming. The patient was redirected to the healthcare professional (hcp). It was further reported that there was no cause for the event, it ¿occurred when walking¿. It was noted that there was an immediate, sporadic shocking program. The shocking program occurred spontaneously. It was noted that there was reprogramming on (B)(6) 2013 and other various times but it was ¿not good¿. The patient experienced a shocking sensation. The patient outcome was listed as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with an overdischarged battery. There were no device issues and patient compliance was the issue. A physician mode recharge was performed and successful. The patient had an increased onset of pain which was attributed to them not using their system. The patient's main concerns were very specific areas of pain where they were not getting relief. The patient's pain distribution and disease state were complex.